Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the quik-combo therapy cable. Physio observed that it would not detect a test patient load in order to read an ECG waveform while in paddles lead ECG and, as a result, the device was unable to charge or shock. The customer provided a new quik-combo therapy cable from their existing inventory for use with the device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed quik-combo therapy cable was scrapped by the customer; therefore it was not available for further evaluation.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via a quik-combo therapy cable and therapy electrodes. No further details, including the patient's outcome, were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.